Event description:
Unomedical reference number: (B)(4). Event occurred in the united states the patient reported that she was not receiving insulin due to a bent cannula which led to high blood glucose level and diabetic ketoacidosis. Her blood glucose was at the peak of 600 mg/dl at the time of this event. Subsequently, she removed the infusion set and went to the hospital. She was treated with fluids and insulin and this resolved the issue. She did not notice any damage when the package was first opened and she did not observe any activity prior to hospitalization. The infusion had been in use for less than three days. She was hospitalized for two days and she was able to insert a new infusion set and resume insulin pump therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.